Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age: estimated as it was reported that the patient was over (B)(6) old. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned device noted blood visible in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with preparation and the stent delivery system (sds) advanced over a guide wire. There was a kink in the hypotube 2.7 cm distal to the strain relief tubing, confirming the reported kink. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily tortuous and calcified, which likely contributed to the reported difficulties. It is likely that as resistance was encountered the shaft kinked outside of the patient anatomy. The stent implant was dislodged from the balloon and not returned. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Several attempts were made to obtain clarification as to when the stent dislodgement occurred; however, no information was available. Since the stent dislodgement was not reported in the incident information, the stent may have dislodged during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, kink, and noted stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage.

Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous distal right coronary artery. During the attempt to cross the lesion the proximal shaft kinked. No adverse patient effects were reported. No additional information was provided. During return device analysis a stent dislodgement was observed.